Event description:
It was reported that during the post-op check, non-capture was noted on the monitor but the right ventricular (rv) lead appeared to be capturing. A chest x-ray was performed revealing the rv lead had pulled back and was capturing the atrium. The rv lead was explanted and replaced. The patient was stable prior to, during, and post-procedure.

Manufacturer narrative:
The reported event of dislodgment and inappropriate capture was not confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the helix retracted and covered with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. Electrical testing and visual inspection did not find any indication of conductor fractures or internal shorts, and no anomalies found.